Event description:
Product: fisher-wallace cranial electrical stimulator. Problem: caused high shakiness and anxiety during first few weeks of use. Anxiety continues to present day even months after stopping use of device. Also caused a large startle response. Dates of use: (B)(6) 2011. Reason for use: insomnia.